Event description:
It was reported that the patient presented for remote follow-up via merlin.net. A review of transmission found an alert of high pacing impedance exhibited by the right ventricular lead. No interventions were made, and the issue will continue to be monitored. There were no patient consequences.